Event description:
It was reported that after an implantable cardioverter defibrillator (ICD) system implant, the mobile programmer lost the electrograms (egm) signal with the ICD. It was noted that the green "interrogation in progress" pop-up stalled although telemetry remained strong. The egm signal eventually popped back up; however, arrhythmia data could not be obtained. The user ended the session and restarted, readjusting the position of the patient connector and no further issues were experienced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the mobile programmer application logs was able to confirm the customer comment of telemetry issues. It was noted that a crash occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6: eval code result h6: eval code conclusion medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.